Event description:
I am a type 1 diabetes patient and have had diabetes for about 10 years. For the past few years I have been using a dexcom g6 continual glucose monitor. Recently dexcom changed their adhesive material - I suspect they did this to reduce the number of replacement sensors they would send to patients (free of charge to the patient) when the sensor adhesive failed to last the sensors life cycle of 10 days. I have had serious adverse reactions to this new adhesive, it appears to be contact dermatitis. Prior to this, I have never had any sort of allergic reaction to any adhesive, including the old dexcom sensor adhesives. Now I would not consider myself to have sensitive skin, and it appears I am not the only patient encountering this. A (B)(6) search revealed a number of forums with other patients seeing the same issue, as well as a (B)(6) petition being filed (B)(6). The reaction I am experiencing seems even more severe than the person who filed the petition. I'm all for strong adhesion since these sensors are quite expensive even with insurance, but it seems like a material group of patients are experiencing these negative side effects. My stomach is only so large, and the site that I'm placing the sensor on usually needs about 2 weeks to heal before I can use that site again for a new sensor. I'll be running out of stomach space soon so I've now had to resort to buying additional skin protecting films ((B)(6)) out of pocket to act as a barrier between my skin and the adhesive. I hope that this will work, otherwise I will have stop using a continual glucose monitor or switch to a different manufacturer. Unfortunately in my opinion, the dexcom product and smart phone application are superior (and they know this). Of course the end result is less controlled blood sugar which will have obvious impacts to my health. FDA safety report ID# (B)(4).